Manufacturer narrative:
Our reference number: (B)(4).

Event description:
It was reported that during treatment the device stopped working and due to this event the treatment was cancelled. The therapy was completed changing the technique. No harm or injury reported.

Manufacturer narrative:
The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.